Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic console presented with laser issue. Procedure details and patient impact were not reported. Additional information has been requested none received till date.

Manufacturer narrative:
The company representative replicated the reported event. The footswitch was switched out with another to address the issue. The foot switch was returned for testing on this investigation. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. The complaint was later determined to be irrelevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The footswitch was received for testing on this investigation. A visual assessment of the returned sample revealed traces of balanced saline solution (bss). Sample testing of the replaced part was performed. The footswitch was connected to a calibrated system. Activating the pedal with the ¿feathering¿ technique caused system message (sm) to occur and subsequently caused the laser to go into standby mode. The reported event was replicated. The root cause of the reported event is attributed to nonconforming footswitch. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).